Event description:
The procedure was completed with the graft that had the hole. After the graft was sewn onto the aorta, it was noticed that there was a leak coming from a small pinhole on the right side of the straight part of the graft. The doctor decided to repair the pinhole instead of disturbing the stitches that he had already made. Only the straight part of the graft (aortic section) was cut off and not used. The hospital stated that they lost only a minimal amount of blood through the leak, because the doctor placed a stitch to repair the hole. Note: the graft with the hole was the second graft used in the procedure. The reason for the second graft use was that after they opened the first graft (procedural decision made during preparation, not part of complaint) during the case, the doctor determined it would be the wrong size. They then opened a second graft which was the one that had the pin hole in it, but was used for the patient after repair.

Event description:
The dr claims that the graft was implanted for an aorto-iliac bypass procedure. After connecting the graft and un-clamping, a hole was found in the graft. The procedure was completed with another device. There were no pt complications. The pt's condition is reported as ok. Note: MFR. Believes there was bleeding through the hole, although it was not reported by the physician.